Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's internal battery was not charging. The device was not in patient use. The device's power management board was replaced to address the issue . In addition of the above evaluation, the device's detachable battery was replaced preventively. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning, and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported during a check-out procedure at the manufacturer's service center, a ventilator's internal battery was not charging. The device was not in patient use. The device's power management board was replaced to address the issue. In addition of the above evaluation, the device's detachable battery was replaced preventively. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning, and software version was checked, which was not related to the malfunction/issue. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board was functioned as designed and operated without issue or error codes.